Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned in one piece. The piece measured approximately 317.4 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, this indicated that the fiber was broken within the connector. It was likely that due to the fracture within the connector that the aiming beam would not travel well to the tip, confirming the complaint. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber used in an unknown procedure performed on (B)(6) 2019. According to the complainant, there was no aiming beam coming out from the laser fiber. The laser fiber was unplugged and plugged back in but it still did not work. No patient complications were reported. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the sma connector.